Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the eval has been completed, a supplemental report will be filed.

Event description:
The pt reported the insulin pump would not power on. The pt experienced no symptoms of high or low blood glucose levels and did not report seeking any medical attention. During troubleshooting, the pt appropriately replaced the lithium battery, and it was determined the battery cap was tight, the spring was intact and the cap and compartment threads were not stripped or worn. The power issue was not resolved.